Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, current longevity estimated at 10.5 years. Longevity estimate is heavily dependent on battery impedance, and battery impedance differs from 161 ohms to 234 ohms in the records from different software versions.

Event description:
It was reported that during use of implantable pulse generator (ipg), after a recent software upgrade, sudden drop of longevity occurred. Review of device data confirmed the software upgrade as reason for sudden drop of longevity. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.